Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: investigation: a sample is available for evaluation, however an evaluation was performed on retained samples. (B)(4) retained samples of 50ll lot 1708246 were evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them that could be related to the alleged defect. The stopper is correctly assembled to the plunger in the ten syringes. Upon receipt of samples, a secondary investigation will be conducted and a supplemental report will be filed. DHR of lot 1708246 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures leak test was carried out with the (B)(4) retained samples according to procedure pc-039 and iso 7886-1 annex d. The (B)(4) samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no damage or molding defect has been observed retained samples evaluated and they meet iso7886 annex d, since no incidence happened during manufacturing process, a definitive root cause cannot be determined.

Event description:
It was reported there was leakage past the stopper on a bd plastipak¿ 50ml concentric luer lock syringe found during an isolation injection infusion. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one used sample has been received for investigation. On visual inspection of the sample received, leakage can be observed between stopper ribs. The stopper is correctly assembled to the plunger. Sample received is disassembled and no damage is observed. No molding defect is in the barrel, stopper or plunger rod that could have caused this defect. Leak test is not carried out with the used sample received since the syringe is single use and the functional characteristic could not be reliable. Investigation conclusion: this issue is not related to a manufacturing defect. No damage or molding defect has been observed in the used sample received neither in retained samples evaluated. Results for retained samples test meet iso7886 annex d and no incidence happened during manufacturing process so, a definitive root cause cannot be determined.